Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they had a blood glucose (bg) of 455mg/dl with extreme drowsiness, difficulty waking up, confusion, extreme thirst, and excess urination. The patient reported that the pump emitted a 064 call service alarm during the prime/fill cannula step. Customer support (cs) instructed patient to change cartridge and reboot pump and the patient was able to complete rewind, load, and prime steps. The patient remained on the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.